Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant the patient remained hospitalized for several days due to pneumothorax. It was also reported that the right ventricular (rv) lead dislodged, had no capture, and was undersensing with small r waves. The patient was uncomfortable due to muscle stimulation on the chest wall. Revision was scheduled and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.